Manufacturer narrative:
The exact cause for loosening of glenoid component in the patient is unknown. Arthrosurface was notified that the implant was removed and revised to a total shoulder implant of another manufacturer on 08/11/2015. There are not enough details to investigate since the patient was revised and the components were discarded. Following are the dates that belong to glenoid components removed from the patient. Part # 8h02-5248-w lot # 75ad0813 mfg dt: 01/20/2014 exp. Dt: 01/31/2021. Part # 8156-0032-w lot # 75ed0517 mfg dt: 05/14/2014 exp. Dt: 05/31/2019. Note: the event was initially reported to arthrosurface as a revision and was not documented as a customer complaint. After a recent review of the revision form by a quality personnel, the case was perceived as a customer complaint and reportable on 12/07/2015. All the supporting information will be documented in the complaint file as a part of arthrosurface quality system.

Event description:
The patient's glenoid implant was reported loosened. The initial surgery date was (B)(6) 2014.